Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was not recognized when inserting into the instrument arm. The procedure was completed with no reported injury.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint recognition issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip did not release onto the plastic test tubing. The instrument was found to have a cracked clamping pulley.